Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump will do random rewind and text overlaps. Alarm history was checked and no delivery alarms were noted. Customer's father was advised that no delivery alarms will prompt the device to rewind. Customer's blood glucose was 15mmol/l. The drive support cap was fine on the device. Insulin existed and device did not alarm. Customer's father did not have tubing clamp unable to perform high pressure test. Customer mention the screen was overlapping and had a blank display during bolus. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.